Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no power anomaly on the insulin pump. Customer's blood glucose level was 7.0 mmol/l. Customer was explained that it could be a battery cap issue. Customer will be sent a new battery cap. Customer was advised to swab out the compartment and cap with a dry q-tip and to ensure there was no rust/corrosion or damage. Customer was advised to monitor the pump. Customer went to clean the compartment, but the piece of threading in the pump broke off when the cap was removed. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.